Manufacturer narrative:
The insulin pump passed the displacement test. However, unit received with moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. Troubleshooting was performed. The customer's blood glucose was 10.2mmol/l at the time of the incident. It was reported that the insulin pump was exposed to fluid/moisture when the customer went to a hot tub wearing the insulin pump. It was also reported that the insulin pump had an unspecified alarm and the customer noticed a crack on the back and it was not working anymore. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.